Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. It is reported customer experienced leaking when using wingset. The customer reported "while taking blood, the blood leaked out from the side of the needle. The leak was coming from a spot close to the wings. When the needle was removed blood was pooling on the side of the patient's arm. There were no injuries during the process."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/12/2021. H.6. Investigation: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was observed. Bd is unable to confirm/duplicate the customers reported failure mode with the customer samples received. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. It is reported customer experienced leaking when using wingset. The customer reported "while taking blood, the blood leaked out from the side of the needle. The leak was coming from a spot close to the wings. When the needle was removed blood was pooling on the side of the patient's arm. There were no injuries during the process."